Event description:
It was reported following a femoral angiogram, the angio-seal device was deployed unsuccessfully without hemostasis. Manual pressure was applied for 10 minutes at which time a femostop was applied and this resulted in hemostasis. The pt began to experience numbness in the lower extremity and was sent to interventional radiology to have the groin site evaluated. The eval revealed an approximately 6 cm long clot and the pt was transferred to surgery for a thrombectomy. The surgon found the angio-seal anchor correctly on the anterior wall and the collagen with the knot was intact. However, the knot was not cinched down tightly. His belief was that the femostop caused the leg to clot off. He left the angi0-seal in place and secured the artery by suturing it in place. It should be noted, the deploying physician was not certified for the sts plus device, this was his first deployment. The sjm representative instructed him to visualize the compaction marker on the suture before trimming it.